Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran quality controls and performed precision testing, which were acceptable. The customer had not had any issues with quality controls or other patient samples run on the instrument. The customer informed the ccc specialist that the discordant results were obtained due to a sample issue. The cause of the discordant, falsely low glucose and calcium results was related to a sample specific issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose and calcium (ca) results were obtained on one patient sample on a dimension vista 500 instrument (s/n (B)(4)). The sample was repeated several times on this instrument and all results were falsely low. The sample was also repeated twice on an alternate dimension vista instrument, resulting higher for glucose and the same for calcium. The discordant results were reported to the physician(s). A new draw was obtained from the patient and was tested in an alternate laboratory on an alternate platform, resulting higher for both glucose and calcium. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose and calcium results.